Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-30 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported this was their 2nd implant because their first implant broke and they can't get a MRI. Patient then mentioned the wires broke (agent understood as the lead). Agent documented information provided on call. Patient inquired about metal implant dentures, agent consulted with technical services and reviewed compatibility information with patient.